Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose after the pump delivered correction insulin following an earlier overtreatment of a perceived low, with the continuous glucose monitor showing a nadir of 71 mg/dl and confirmation at 77 mg/dl; the user treated with two glucose tablets. Symptoms included hypoglycemia. Outcomes included the need for medication in the form of oral glucose. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, and there was insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.